Event description:
During a review of available programming history, an anomaly was identified. On (B)(6) 2008, the patient's generator was interrogated and a system diagnostic test was performed which faulted. A re-interrogation was not performed. On the patient's next recorded interrogation on (B)(6) 2008, the generator was initially interrogated at un-intended settings. These settings were corrected during that visit.

Manufacturer narrative:
Analysis of programming history.